Manufacturer narrative:
Preliminary analysis revealed that the subject device is operational.

Event description:
Reportedly, interrogation was successful but it was not possible to program with the subject programming head. There was an error message afterwards before ending the session.

Event description:
Reportedly, interrogation was successful but it was not possible to program with the subject programming head. There was an error message afterwards before ending the session.

Event description:
Reportedly, interrogation was successful but it was not possible to program with the subject programming head. There was an error message afterwards before ending the session.